Manufacturer narrative:
(B)(6).

Event description:
The customer alleged that the incorrect amount of drug "elomel" was visible in the medical administration report (mar) and on flowsheet. The device was in clinical use at the time the issue was discovered. No adverse event occurred.